Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure for hemostasis. According to the complainant, the gold probe would not burn tissue at the site. However, it did work during testing. They used a second gold probe with the same setup (generator/adaptor cord) , and it worked correctly. The procedure was completed with the second gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.bsc reference: a00215714 / 1503491

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure for hemostasis. According to the complainant, the gold probe would not burn tissue at the site. However, it did work during testing. They used a second gold probe with the same setup (generator/adaptor cord) , and it worked correctly. The procedure was completed with the second gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The returned device was evaluated, and the complaint was confirmed. The incident device failed electrical testing. No current was transmitted to the tip due to an incomplete circuit, as the device was found to have incomplete gold bands found at the ceramic tip. Abrasion marks were found on the surface of the gold bands running in a longitudinal direction. Friction against another device may have caused the damage to the gold bands, during retrieval. The root cause of the reported failure is most likely due to the other device damaging the bands. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.